Event description:
First revision surgery: the cemented humeral head was taken out and replaced. Pt seemed stable during the trial range of motion.

Manufacturer narrative:
Eval summary: device not returned for eval. The reason for the revision does not appear to be due to failure of the implants. No product, operative notes, or x-rays were provided. An exact cause cannot be determined with certainty. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.